Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the area around the adhesive is getting after inserting a new infusion set. No adverse event reported. Customer no longer has infusion set. No product will be returned.